Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the device exhibited a force sensor test and was not calibrating was out of range. No patient injury was reported.

Manufacturer narrative:
Additional information received on (B)(6)2022 via email and attached to complaint object: none of these pumps were in use by patients. All the issues occurred while performing preventive maintenance. Event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 4000. Correction: device manufacturing date: 25-oct-2018.

Manufacturer narrative:
Event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that tamper seals were missing on bottom case and plunger assembly and there was a crack on right plunger case and barrel clamp head. There was no evidence of the reported problem in the error log as they were unable to access the error report log. The customer reported problem force sensor test - not calibrating, was not duplicated at power up. The investigation however found broken screw-boss inside of the left plunger case which is believed to be the cause of the intermittent force sensor test error. As a preventive measure, the plunger assembly and the force sensor were replaced. The root cause of the reported problem was not determined as no fault was found in relation to the reported problem as it was not duplicated during the investigation. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.